Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used for false lumen closure at the proximal site where the dissection had extended from ncc to rcc. When weaning off the cpb (running at 100mmhg), a dissection in the coronary artery was noted. Conversion was made to CABG and later to bentall procedure. Nothing abnormal was noted at the site where bioglue had been used and the cpb pressure was down to 60mmhg at this point. The dissection was at the lmt, close to the aortic root. It was then noted that the proximal site had enlarged. When removing the prosthetic graft from the proximal site, it was observed that the entire strip of bioglue had separated from the walls of the false lumen. The heart could not be restarted at the completion of the bentall procedure. The surgeon has commented that the dissection of the coronary artery and the patient's death is unrelated to bioglue.

Manufacturer narrative:
A review of manufacturing records for lot 11mjx006 indicates that the lot was manufactured according to all specifications per the device master record. A representative from the distributor discussed the case in further detail with the surgeon. It appears that the surgeon did not have a complete understanding of the proper application of bioglue. Prior to the availability of bioglue, grf glue was the primary glue in (B)(6). It requires compression of the aortic wall after application to ensure polymerization. The surgeon most likely was used to using grf glue and assumed bioglue should be handled in the same manner. He claimed he was not aware that an appreciable layer of bioglue should remain in the false lumen in order for adhesion to occur. Therefore, he compressed the aortic wall after applying bioglue. Furthermore, it is possible that lack of priming and incomplete removal of thrombus and other debris from the false lumen may have contributed to the reported event. With the available information, it appears that the reported event was most likely due to improper application of bioglue during repair of an aortic dissection. The bioglue instructions for use (IFU) recommends that a 2 mm thick layer of bioglue be used between the dissected layers. Additionally, the IFU explicitly states that the area of bioglue application should not be compressed. The representative conducted a wet lab with the surgeon to demonstrate proper application technique. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.